Manufacturer narrative:
Device technical analysis: the returned device was inspected and revealed the distal section was kinked. The device was received outside the original pouch and protective hoop and no detachment sections or fractures were identified. No additional visual damage was found.

Event description:
It was reported the coating peeled. An 035/260/3mm amplatz ss jtip guidewire was used during a atherectomy procedure. The amplatz wire was used to reach a specific point in the patient and then removed. The device was kept in a tray with saline. After some time, the physician tried to reintroduce the amplatz wire and the device couldn't go further into the 7f introducer. A section of its length was "peeled" (the blue coat of the amplatz was missing). The physician did an image but he couldn't notice anything in the patient. The procedure was completed with a pta coyote balloon with no patient complications.

Event description:
It was reported the coating peeled. An 035/260/3mm amplatz ss jtip guidewire was used during a atherectomy procedure. The amplatz wire was used to reach a specific point in the patient and then removed. The device was kept in a tray with saline. After some time, the physician tried to reintroduce the amplatz wire and the device could not go further into the 7f introducer. A section of its length was "peeled" (the blue coat of the amplatz was missing). The physician did an image but he could not notice anything in the patient. The procedure was completed with a pta coyote balloon with no patient complications.